Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned device found signs of heavy usage on its overall surface, including delaminated patterns on the hudson adaptor portion and little deformations on the device sleeve. Modered wear, little deformations and delaminated patterns were identified as end of life indicators; damage consistent with repeated use and servicing (around 3 years). The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As per inhance¿ shoulder system surgical technique, the following precautions need to be followed: "to assemble the humeral reamer to the driver, insert the drive end of the humeral reamer into the driver and rotate the humeral reamer until the flats on the humeral reamer and driver align. Once aligned, the driver retaining feature will snap into the groove on the reamer. When snapped into place, the laser line on the reamer should not be visible. If the laser line is visible, continue rotating the humeral reamer until the flats of the humeral reamer and driver align and the humeral reamer snaps into place". Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the driver would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that threads were damaged after use.